Manufacturer narrative:
(B)(4). (Surgical intervention needed) title: niti car 27 versus a conventional end-to-end anastomosis stapler in a laparoscopic anterior resection for sigmoid colon cancer source: seung-jin kwag;2014;doi: 10.3393/ac.2014.30.2.77. Epub 2014 apr 25. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, in a single study, 157 consecutive patients who received an operation were retrospectively assessed. One group using a competitor device (car group, 63 patients) versus conventional end-to-end anastomosis stapler (cds group, 94 patients) in a laparoscopic anterior resection for sigmoid colon cancer. Anastomosis leakage was observed for 2 patients (2.1%) in the cds group (p = 0.647) 3 and 7 days postoperatively, respectively. These 2 patients underwent a diverting ileostomy by using a laparoscopic method that manifest complications like hypertension and coronary heart disease, experienced bleeding at the anastomosis site. These patients complained of hematochezia on the day of the operation or on the first postoperative day. Sigmoidoscopy was performed immediately, and bleeding on the anastomosis site was observed. The bleeding was successfully treated by endoscopic clipping.